Event description:
It was reported that a large volume infusor had a foreign substance inside the tubing. The particulate matter was a black dot. This was observed during setup after injecting the drug prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: this lot was manufactured between march 5, 2024 - march 6, 2024. The actual device was received for evaluation. A visual inspection was performed on the sample, and an orange particle measured to be 0.10 square mm in size embedded in the material of the tubing line was observed. The particle was molded within the material of the tubing line and was not in the fluid path. A fourier transform infrared spectroscopy (ftir) was performed, and the particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material which are the materials of the tubing line. The particulate matter was not in the fluid path and made of the same material as the tubing line. The reported condition was verified. The cause of the condition was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.